Event description:
The customer's mother reported via phone call that the insulin pump was exposed to fluid. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. No moisture damage under lcd screen, electronic assembly, or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.